Manufacturer narrative:
Clinical evaluation performed by medical affairs director. Hip revision surgery performed 15 years after cementless total hip arthroplasty in a female patient. No information concerning patient age, general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described long term adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation performed by r&d project manager looking at the images attached to the complaint it seems that the whole ha coating on the stem body visible part has been completely absorbed by patient bone as expected. It is not possible to see details and evaluate if signs or scratches are present or other ha residuals. It is not possible to determine the root cause of reported stem loosening. Batch review performed on 17 december 2021: lot 061160: (B)(4) items manufactured and released on 28-sep-2006. Expiration date: 2011-aug-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
At 15 years after the primary surgery, a revision surgery was performed due to stem mobilization.